Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer observed false reactive architect (B)(6) results for 1 sample. The following data was provided: on (B)(6) 2019 initial result = 1.43 s/co (reactive), repeat = 1.53 s/co (reactive), (B)(6) confirmatory = reactive. Sample was retested at another laboratory = 0.10 s/co (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 01542fn00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Testing of negative panels was performed using an in-house retained kit of lot 01542fn00, architect hbsag qualitative ii confirmatory assay, and specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect hbsag qualitative ii confirmatory assay, lot 01542fn00 was identified.